Manufacturer narrative:
Results: received a photo and a sample of the device. Unable to determine leakage but bd is aware of complaints for pbbcs tubing leakage and assigning appropriate CAPA. A DHR review is not required. Refer to CAPA (B)(4) for complete documentation and action plans. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while using the 23 g x .75 in. Bd vacutainer® push button blood collection set there was blood leakage at the catheter joint near the needle during use.